Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has not been returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.